Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The device discriminator did not mark every t-wave as twos and treated the episode with anti-tachycardia pacing and a shock. The sensitivity was changed on the rv lead and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Two "lead failure predictor" episodes of less than 220 ms v-v cycle are recorded (B)(6) 2013. Fifty one lifetime ventricular short interval counts (sic) occur since (B)(6) 2013. Six t-wave oversensing (twos) episodes are observed (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trg, implantable cardioverter defibrillator (ICD), (B)(6) 2013; product ID 5076-52; implantable pacing lead; (B)(6) 2013; product ID 4296-88, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.